Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that externalized conductors were noted on the patient's right ventricular lead via fluoroscopy. No lead electrical anomalies were reported. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned in two pieces. The connector piece measured 11.4 cm and the distal piece measured 49.5 cm / 53.6 cm (insulation / ptfe liner & inner coil). One internal insulation abrasion breaching ring electrode cables lumen was noted between right ventricular and superior vena cava shock coils. Ring electrode cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Electrical tests did not find discontinuities or shorts on any conduction paths. Other damages found on these pieces were consistent with procedural damages.